Event description:
Paramedics responded to an inmate found hanging in their cell. The pt was on the floor with CPR being administered when paramedics arrived. The pt was unconscious, unresponsive and cyanotic. The device was connected to the pt with ECG electrodes and patient cable and disposable defibrillation/ECG electrodes and diagnosed as in ventricular fibrillation. According to the reporter, the device alarmed connect electrodes and would not shock the pt. A backup AED was called for and used to deliver an unknown number of countershocks then the pt transported to the hospital. The pt was resuscitated.